Event description:
Per the audiologist's report, this patient's electrode array migrated out of the cochlea. The surgeon explanted the device (surgery date unknown). It was not reported if a new device will be reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling code.